Manufacturer narrative:
Customer returned pump for an alleged blank display/keypad unresponsive/button error alarm/pump error 63 alarm/cosmetic damage at the battery compartment found on 23-jan-2023. The pump passed the displacement test, active current test, sleep current test and self test. All buttons function properly and no unexpected stuck button error alarm, pump error 63 alarm or blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (3) failed battery test alarms found in the pump history file on 22-jan-2023 at 23:56:10, 23:56:28 and 23:56:43. Stuck button error alarm found in the pump history file on 22-jan-2023 at 23:56:24. Pump error 63 alarm found in the pump history file on 23-jan-2023 at 00:08:16 with variable (15). Pump error 63 alarm due to hardware error (line number 147 file number 2017). Pump was cut open to perform visual inspection and found moisture damage on the keypad flex connector / pcba 1 / pcba 2. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Blank display not confirmed. Keypad unresponsive/button error alarm not confirmed. Pump error 63 alarm confirmed due to hardware error (moisture damage). Cosmetic damage confirmed at the back of the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had a blank display and received a pump error 63. The customer also stated that the pump received a stuck button alarm and had a crack. Troubleshooting was performed and found that the customer was able to clear the alarm successfully and but the rewind could not be completed. It was also found that the customer was not pressed the keypad button for 3 minutes or longer. Troubleshooting was not performed for the blank display. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.